Event description:
Unomedical reference number (B)(4) event occurred in the united states it was reported by the patient had high blood glucose 500 mg/dl and admitted to hospital. When the patient was admitted to the hospital, symptoms were feeling sick/unwell and reason of hospitalization was diabetic ketoacidosis. The patient requested a normal pump treatment and duration of hospital was for two days. No further information was available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions - h11: investigation summary: the reference samples for the lot 6003021 have already been previously tested in the complaint (B)(6) on 06-aug- 2024. Test results: the reference samples cannot be tested because there was no specific malfunction to investigate. Device history record (DHR) review: the lot 6003021 was manufactured according to the work instruction (wi) version 77 on 02-sep-2023, with a total of (B)(6) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded. Trending: a query was run in database on 06/aug/2025 against malfunction code no malfunction based on complaint information and lot 6003021 and no more complaint have been registered in database for the same lot and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.